Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that auth (dale) calling to advise the pw is not working like it once was, stated her and her husband tested the pressure of the pw vacuum- advised of the 140 mmgh that the pw is supposed to have- pw was originally ordered in 2021- dale understands it is out of warranty and decided to purchase a new pw100- states she was not completely satisfied with the system lately and that loyal customers should rec incentives to show our appreciation for them- advised I would make note of her concerns- placed order for new system- pt (mom) made claims that she believes the pw may be responsible for her recent utis, dale (auth) does not believe that, I explained the use of the pw as an external cath and cleanliness of the unit to prevent infection and proper use of the machine- dale is good to go for now. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with female wicks. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that (B)(6) calling to advise the pw is not working like it once was, stated her and her husband tested the pressure of the pw vacuum- advised of the 140 mmgh that the pw is supposed to have- pw was originally ordered in 2021- (B)(6) understands it is out of warranty and decided to purchase a new pw100- states she was not completely satisfied with the system lately and that loyal customers should rec incentives to show our appreciation for them- advised I would make note of her concerns- placed order for new system- pt (mom) made claims that she believes the pw may be responsible for her recent utis, (B)(6) does not believe that, I explained the use of the pw as an external cath and cleanliness of the unit to prevent infection and proper use of the machine- (B)(6) is good to go for now. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. Used with female wicks. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.